Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported leak was confirmed. The crack was not confirmed. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of the armada 35 balloon catheter, negative pressure could not be pulled, a crack in the hub was suspected. The device was not used in the patient. A new armada 35 was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.